Event description:
Reportedly, the instrument didn't fire the clips during the second firing. The first firing was completed correctly. The surgeon changed from a low anterior resection to a colo-anal anastomosis.